Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: on investigation, the keypad was intact and without damage. On testing, all the keypad buttons were confirmed to be unresponsive. The keypad cover was removed, and no contamination was found under the keypad button contacts. The pump was opened for further investigation revealing moisture inside the pump behind the display lens and on the keypad flex connector due to a leak found at a crack in the pump case. Investigation duplicated the complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue; all keypad buttons under responsive. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue can result in inadvertent or incorrect insulin delivery or the inability to use the pump.